Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 18-apr-2016 fse arrived at the site to address the reported event. Fse inspected the sample nozzle before replacing it. The cap seal sample syringe was also replaced. Quality control (qc) and precision check were performed for lot 11. The results for both were reported to be within range. No furthr issues were noted. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the sample syringe.

Event description:
On (B)(6) 2016 the customer reported that the sample nozzle was clogged with their aia-600ii analyzer. On (B)(6) 2016, field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of prog, e2 and prl patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.